Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic presented in clinic for a device check prior to generator upgrade, physician decided to image the lead and sent it for review. Based on the review of the diagnostic images provided, externalized conductors were noted. No electrical anomalies were detected. Lead was explanted and replaced.